Manufacturer narrative:
Investigation summary : it was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a lasso® nav eco variable catheter and foreign material was found inside the packaging. It was described that there was hair found inside the vacuum package. The device packaging was returned, a hair was observed inside. For this condition, the manufacture team performed an investigation in order to find the root cause. The investigation results showed that this issue is related to the manufacture process. An awareness training was performed to the production associates in order to reduce this kind of issue. A manufacturing record evaluation was performed for the finished device 30122504l number, and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. Based on available analysis results, the complaint appears to be caused by internal biosense webster, inc. Operations, specifically, the manufacturing process. However, an internal action has been opened to investigate this issue. Manufacturer's reference # (B)(4).

Manufacturer narrative:
On november 26, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was reported that upon initial visual inspection, the device packaging was returned in an open condition and a hair was found in the packaging. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On december 9, 2019, additional information was provided with a correction to the facility name. The facility name was initially reported as (B)(6) hospital. Therefore, initial reporter facility name has been populated with the correct facility name, (B)(6) hospital. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(6). Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30122504l number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a lasso® nav eco variable catheter and foreign material was found inside the packaging. It was described that there was hair found inside the vacuum package. There was no patient consequence and no additional information was provided. The issue of foreign material within the packaging has been assessed as an MDR reportable malfunction. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.